Event description:
It was reported that an alert had triggered for low impedance on the right ventricular (rv) lead. During the lead revision, the insulation appeared defective. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant: 5076-52 lead implanted 2006-(B)(6); e2dr01aa ipg implanted 2006-(B)(6). (B)(4).